Event description:
The practice completed a product return form and stated that the patient had an "corneal abrasion". On (B)(6) 2012, the practice returned the complaint follow-up form stating that there was "instant abrasion on initial insertion of lens". The patient did require medical attention/intervention. "Antibiotic drops to prevent infection and encourage healing" were administered. (B)(6), od stated that the patient had "100% recovery, resolved in 2 days." The lens was "cleaned with aquify, inserted with naf1 in bowl for evaluation." Steve ziemba, vp of qa/ca of synregeyes, inc. Stated that "it was not clear if abrasion was related to insertion or due to defect in contact lens. Since abrasion was treated with pallative medication and MDR is required.

Manufacturer narrative:
The lenses have been returned to the company. The base curve and power were found to be within specification of the labeled part number.